Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information on the reported event, it was determined to be not reportable as it is a duplicate of the event reported in 0001032347-2025-00056, 0001032347-2025-00057, 0001032347-2025-00058, and 0001032347-2025-00059. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in the united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a temporomandibular joint replacement procedure on an unknown date. Subsequently, the patient is being considered for revision on an unknown day for an unknown reason. Attempts have been made, and no further information has been provided.